Event description:
It was reported that the patient received inappropriate shock therapies. During the explant procedure, lead dislodgement was discovered. The lead was explanted and replaced. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.